Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had compartment syndrome in her right arm and was not able to move her arm and this was the reason that the implantable neurostimulator was implanted. The patient has had 3 surgeries placing and moving the implantable neurostimulator. It had to be moved 3 times because it was not in the proper place. The implantable neurostimulator was initially placed just below her neck and it was moved because she believes that the stim was not getting to her arm. After the implantable neurostimulator was moved to a spot where she could not sit, her pants went on top of it, and it hurt her to be in the car. It was too painful, so the implantable neurostimulator was moved again. There were no further complications reported or anticipated.